Event description:
My spouse underwent lasik surgery to correct his vision. I recently received a notice of recall for a system. That notice contained a description of the symptoms of the failure of the procedure: "the product was recalled because use of the alcon refractive horizons customcornea algorithm for myopia with and without astigmatism with the ladar6000 excimer laser caused corneal abnormalities -"central islands"- and decreased visual sharpness -visualacuity- in patients with myopia with and without astigmatism. These "central islands" may not be correctable with lasers and the decrease in visual acuity may not be correctable with glasses or contact lenses. My spouse has had these symptoms dating from the time of the surgical procedure. Although the data in the notice indicates that the recall is in specific to the product listed, whether this product was used or not--these are symptoms which he has been unable to correct.